Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed that there was no reports of any telemetry signal loss and system is currently operational. Customer was attempting to identify root/cause of wireless monitoring loss messages. The rse recommended the customer to check cable connections to access points in data closets and confirm that there are no power related issues. Customer was advised to inspect philips intellivue telemetry system (its) network devices for possible power related issues then follow up with philips technical support if further assistance is required. The device was found to be currently operational. The customer has been notified to contact philips if there is any update. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that the device is displaying wireless monitoring loss" banner messages intermittently. The device was in use on patient at time of event, there was no adverse event reported.